Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 years and 10 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported on (B)(6) 2018, that the lvad clinician requested an external percutaneous lead (driveline) replacement due to excessive damage to the outer jacket of the driveline. On (B)(6) 2018, the submitted log file was reviewed by the manufacturer¿s technical services representative and no unusual events were observed. The submitted x-rays were reviewed and an area of wear at the distal end of the driveline was observed. On (B)(6) 2018, the manufacturer¿s technical services representative reported the lvad clinician stated that they needed to reschedule the driveline replacement as the surgeon on standby was not available. No further information has been provided.